Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No ramping numbers anomaly was noted.

Event description:
Customer's father reported via phone call that the numbers on the screen of the insulin pump started scrolling when the customer tried to deliver a bolus. Customer's blood glucose value was 415 mg/dl; which he treated with the insulin pump. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.